Event description:
The user facility reported to terumo cardiovascular systems that during endoscopic vein harvesting procedure, the endoscope displayed a foggy image. The product was changed out. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches, dents, and a broken lens on the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. The device IFU states to check the image quality before and after each use to check for signs of damage. If image is unacceptable, contact terumo cvs customer service for assistance. (B)(4). All info has been placed on file with quality management for tracking, trending, and f/u.